Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).

Manufacturer narrative:
E1 correction: the reporter¿s information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.